Event description:
It was reported the physician implanted a gore® helex® septal occluder to close an atrial septal defect / patent foramen ovale (pfo) in 2009. At a one month follow-up it appeared that the right disc had partially slid into the pfo and a small shunt was noted. The patient moved away for several years and upon their return to the hospital a larger shunt was noted. On (B)(6) 2014 another 30mm gore® helex® septal occluder was implanted in the pfo and on top of the already implanted device. The shunt was closed and the patient was doing well following the procedure.

Manufacturer narrative:
No lot number is available.

Manufacturer narrative:
Implant date, patient identifier and images are not available from the hospital.